Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her child faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6)2023, the patient went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. His highest blood glucose level was 714 mg/dl. Moreover, the infusion set had been used for less than 24 hours. During hospitalization, he received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.